Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the large hem-o-lok clip applier instrument did not clip tissue. The procedure was completed and there was no patient injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not release onto the rubber test tube. Additional findings not reported by site: the instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing.